Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q4 2019 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: (B)(4) UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES. THE PATIENT INFORMATION INCLUDED IN SECTION A IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS INCLUDED IN THE ATTACHED SPREADSHEET. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
THIS REPORT SUMMARIZES <NOE> (B)(4) </NOE> SERIOUS INJURY EVENTS. THE TYPES OF SERIOUS INJURIES REPORTED WERE CONDUCTION DISTURBANCES REQUIRING PACING SUPPORT, CONDUCTION DISTURBANCES REQUIRING IMPLANTABLE CARDIAC DEFIBRILLATORS, ATRIAL FIBRILLATION, ANNULAR DISSECTION, AORTIC DISSECTION, PERFORATION, UNSPECIFIED MAJOR BLEEDING, RETROPERITONEAL BLEEDING, BLEEDING AT THE ACCESS SITE, VASCULAR COMPLICATIONS, UNSPECIFIED VASCULAR SURGERY OR INTERVENTION, ISCHEMIC STROKE, HEMORRHAGIC STROKE, TRANSIENT ISCHEMIC ATTACK, CORONARY OCCLUSION, MYOCARDIAL INFARCTION, CARDIAC ARREST, UNSPECIFIED CARDIAC SURGERY OR INTERVENTION, THROMBOSIS, ENDOCARDITIS, NEW REQUIREMENT FOR DIALYSIS, PERCUTANEOUS CORONARY INTERVENTION (PCI), BALLOON AORTIC VALVULOPLASTY (BAV) RE-INTERVENTION, DEVICE MIGRATIONS, UNSPECIFIED AORTIC VALVE RE-INTERVENTIONS, AND UNSPECIFIED DEVICE RELATED EVENTS. THE TYPE OF SERIOUS INJURY INFORMATION PROVIDED IS LIMITED IN NATURE AS IT IS PROVIDED VIA A THIRD-PARTY DATABASE. MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES IN THE ATTACHED FILES.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON (B)(6) 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: TWO EVENTS OF CARDIAC ARREST, ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACER SUPPORT, ONE EVENT OF NEW REQUIREMENT FOR DIALYSIS, ONE EVENT OF UNSPECIFIED MAJOR VASCULAR COMPLICATIONS, ONE EVENT OF RETROPERITONEAL BLEEDING, AND TWO EVENTS OF UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON JUNE 2, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CONVERSION TO OPEN HEART SURGERY, TWO EVENTS OF PERCUTANEOUS CORONARY INTERVENTION (PCI), ONE EVENT OF MYOCARDIAL INFARCTION, ONE EVENT OF UNSPECIFIED VASCULAR SURGERY OR INTERVENTION, ONE OF EVENT OF A VALVE RELATED READMISSION. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEBRUARY 7, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM THE TVT REGISTRY SUBSEQUENTLY AMENDED OR REMOVED DATA: THE STS/ACC TVT REGISTRY REMOVED DATA: ONE EVENT OF PERCUTANEOUS CORONARY INTERVENTION (PCI), ONE EVENT OF ISCHEMIC STROKE, ONE EVENT OF A CONDUCTION DISTURBANCE REQUIRING AN IMPLANTABLE CARDIOVERTER DEFIBRILLATOR, ONE EVENT OF RETROPERITONEAL BLEEDING, TWO EVENTS OF DEVICE RECAPTURE OR RETRIEVAL DURING THE VALVE IMPLANT, ONE EVENT OF MINOR VASCULAR COMPLICATIONS REPORTED IN ASSOCIATION WITH AN UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION, ONE EVENT OF CARDIAC ARREST, ONE EVENT OF MINOR VASCULAR COMPLICATION, ONE EVENT OF UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION, ONE EVENT OF UNSPECIFIED VALVE RELATED READMISSION, ONE EVENT OF MYOCARDIAL INFARCTION, ONE EVENT OF OTHER DEVICE RELATED EVENT, ONE EVENT OF TRANSIENT ISCHEMIC ATTACK AND ONE EVENT OF BLEEDING AT THE ACCESS SITE REPORTED IN ASSOCIATION WITH UNSPECIFIED MAJOR VASCULAR COMPLICATIONS AND AN UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION. THE STS/ACC TVT REGISTRY AMENDED DATA: ONE EVENT OF OTHER BLEED AND ONE EVENT OF PATIENT CONVERTED TO OPEN HEART SURGERY DUE TO UNKNOWN CAUSES. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON AUG 4, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: THREE EVENTS OF UNSPECIFIED UNPLANNED CARDIAC SURGERY OR INTERVENTION, ONE EVENT OF AN IMMEDIATE INTRAPROCEDURE VALVE IN VALVE IMPLANT, ONE EVENT OF ISCHEMIC STROKE, TWO EVENTS OF DEVICE RECAPTURE AND RETRIEVAL, TWO EVENTS OF UNSPECIFIED UNPLANNED VASCULAR SURGERY OR INTERVENTION AND ONE EVENT OF PERCUTANEOUS CORONARY INTERVENTION (PCI). MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON FEB 10, 2021, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF UNSPECIFIED UNPLANNED CARDIAC SURGERY OR INTERVENTION. MEDTRONIC IS SUBMITTING THIS REPORT TO COMPLY WITH FDA REPORTING REGULATIONS UNDER 21 CFR PARTS 4 AND 803. THIS REPORT IS BASED UPON INFORMATION OBTAINED BY MEDTRONIC, WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO FULLY INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY THE FDA. MEDTRONIC HAS MADE REASONABLE EFFORTS TO OBTAIN MORE COMPLETE INFORMATION AND HAS PROVIDED AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. IN PARTICULAR, THIS REPORT DOES NOT CONSTITUTE AN ADMISSION BY ANYONE THAT THE PRODUCT DESCRIBED IN THIS REPORT HAS ANY ¿DEFECTS¿ OR HAS ¿MALFUNCTIONED¿. THESE WORDS ARE INCLUDED IN THE FDA 3500A FORM AND ARE FIXED ITEMS FOR SELECTION CREATED BY THE FDA TO CATEGORIZE THE TYPE OF EVENT SOLELY FOR THE PURPOSE OF REGULATORY REPORTING. MEDTRONIC OBJECTS TO THE USE OF THESE WORDS AND OTHERS LIKE THEM BECAUSE OF THE LACK OF DEFINITION AND THE CONNOTATIONS IMPLIED BY THESE TERMS. THIS STATEMENT SHOULD BE INCLUDED WITH ANY INFORMATION OR REPORT DISCLOSED TO THE PUBLIC UNDER THE FREEDOM OF INFORMATION ACT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;703510725-1266025-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-1368061-20,I,SI,34,CoreValve Evolut R TAV,EVOLUTR-34-US,C62876;703510725-1693206-20,I,SI,424,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-1960417-20,I,SI,70,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-2193725-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-2365395-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-2380229-20,I,SI,21,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-2418697-20,I,SI,87,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-2471973-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-2474349-20,I,SI,14,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-2474349-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814 ;C53269;703510725-2505151-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-2507203-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-2555131-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-2559000-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;703510725-2573720-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-2761066-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-2883218-20,I,SI,138,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-2883218-20-1,S,SI,299,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-2936815-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;C64343;703510725-2955436-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;703510725-3048546-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;703510725-3178595-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;703510725-3219583-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;703510725-3254705-20,I,SI,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-3254705-20-1,S,SI,91,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-3313278-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;703510725-3344680-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;C64343;703510725-3364190-20,I,SI,206,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-3364190-20-1,S,SI,302,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-3364190-20-2,S,SI,316,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-3391432-20,I,SI,1,CoreValve System;TAV,MCS-P3-31-AOA,C76126;703510725-3456736-20,I,SI,18,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-3480089-20,I,SI,58,CoreValve System;TAV,MCS-P3-29-AOA,C53269;703510725-3508974-20,I,SI,265,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-3550374-20,I,SI,94,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-3604302-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-3617056-20,I,SI,111,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-3651167-20,I,SI,91,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-3651167-20-1,S,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-3669750-20,I,SI,42,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-3678616-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-3789880-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;703510725-3909778-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4025318-20,I,SI,39,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4025318-20-1,S,SI,47,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4036648-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-4042769-20,I,SI,183,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;703510725-4154786-20,I,SI,356,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4165359-20,I,SI,72,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4211239-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4211507-20,I,SI,24,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4234839-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4236855-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;703510725-4243421-20,I,SI,235,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4269253-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-4309896-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-4331160-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4350011-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4369042-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4373257-20,I,SI,62,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4385607-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-4385607-20-1,S,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4574638-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4574638-20-1,S,SI,26,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4606178-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-4607811-20,I,SI,372,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4635953-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4670372-20,I,SI,229,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;703510725-4690135-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4695103-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4699911-20,I,SI,289,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4736352-20,I,SI,370,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4736421-20,I,SI,225,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4739667-20,I,SI,145,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4754528-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4762149-20,I,SI,234,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4798346-20,I,SI,426,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4805726-20,I,SI,280,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4806928-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4808848-20,I,SI,255,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4813865-20,I,SI,156,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4820194-20,I,SI,343,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4821886-20,I,SI,341,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-4823567-20,I,SI,224,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4824357-20,I,SI,134,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4825948-20,I,SI,341,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4830189-20,I,SI,122,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4835400-20,I,SI,55,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4835541-20,I,SI,426,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4835599-20,I,SI,154,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4836041-20,I,SI,230,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4836143-20,I,SI,280,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4836797-20,I,SI,294,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4837553-20,I,SI,256,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-4837553-20-1,S,SI,264,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-4840139-20,I,SI,34,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4840597-20,I,SI,272,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4842546-20,I,SI,164,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4843612-20,I,SI,256,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4846030-20,I,SI,112,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4865588-20,I,SI,188,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4865976-20,I,SI,170,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4865976-20-1,S,SI,181,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4866117-20,I,SI,402,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4867783-20,I,SI,193,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4871684-20,I,SI,99,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4871684-20-1,S,SI,380,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4872591-20,I,SI,102,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4875202-20,I,SI,288,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4876518-20,I,SI,55,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4876778-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-4876872-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C62917;703510725-4876872-20-1,S,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4879068-20,I,SI,133,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-4905253-20,I,SI,413,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4905253-20-1,S,SI,326,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4905253-20-2,S,SI,300,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4906801-20,I,SI,251,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4907292-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4907940-20,I,SI,55,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4911096-20,I,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4911429-20,I,SI,286,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4913328-20,I,SI,200,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4915929-20,I,SI,377,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-4916807-20,I,SI,105,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4917903-20,I,SI,364,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4919379-20,I,SI,217,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4919933-20,I,SI,283,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4920222-20,I,SI,219,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4921396-20,I,SI,130,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4921396-20-1,S,SI,368,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4928587-20,I,SI,411,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4928876-20,I,SI,331,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4929054-20,I,SI,415,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4929054-20-1,S,SI,203,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4930166-20,I,SI,283,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4930179-20,I,SI,125,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4930179-20-1,S,SI,188,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4930365-20,I,SI,140,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-4930546-20,I,SI,342,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4930615-20,I,SI,374,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4930629-20,I,SI,205,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-4930812-20,I,SI,297,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4931671-20,I,SI,324,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-4935104-20,I,SI,238,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4935266-20,I,SI,377,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4947072-20,I,SI,330,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4948680-20,I,SI,234,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4948914-20,I,SI,385,CoreValve Evolut R TAV,EVOLUTR-34-US,C62876;703510725-4949304-20,I,SI,110,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4949586-20,I,SI,132,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4950919-20,I,SI,196,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4951382-20,I,SI,193,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4952530-20,I,SI,21,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4952583-20,I,SI,86,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4952818-20,I,SI,363,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4953788-20,I,SI,248,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4953938-20,I,SI,211,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4954195-20,I,SI,76,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-4955728-20,I,SI,322,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4956347-20,I,SI,281,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4958928-20,I,SI,161,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4960116-20,I,SI,292,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4960499-20,I,SI,229,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4960547-20,I,SI,239,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4960995-20,I,SI,252,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4961283-20,I,SI,64,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4961283-20-1,S,SI,288,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4961471-20,I,SI,321,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4963610-20,I,SI,78,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4963850-20,I,SI,51,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4965058-20,I,SI,195,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-4965913-20,I,SI,119,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4965913-20-1,S,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4966021-20,I,SI,391,CoreValve System;TAV,MCS-P3-26-AOA-US,C53269;703510725-4968516-20,I,SI,85,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4969130-20,I,SI,244,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4969252-20,I,SI,511,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4970455-20,I,SI,298,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4973513-20,I,SI,209,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4975576-20,I,SI,42,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4977162-20,I,SI,81,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4979810-20,I,SI,251,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4980431-20,I,SI,28,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4980693-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-4980786-20,I,SI,49,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4980934-20,I,SI,97,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4981076-20,I,SI,284,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4981440-20,I,SI,89,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-4984978-20,I,SI,281,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-4985548-20,I,SI,242,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-4986351-20,I,SI,267,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-4987063-20,I,SI,329,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-4991402-20,I,SI,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4991402-20-1,S,SI,236,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4991402-20-2,S,SI,337,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4991402-20-3,S,SI,393,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-4991807-20,I,SI,261,CoreValve System;TAV,MCS-P3-29-AOA-US,C76126;C53269;703510725-4992675-20,I,SI,273,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5003172-20,I,SI,178,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5003172-20-1,S,SI,191,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5003172-20-2,S,SI,134,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5003599-20,I,SI,302,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5004332-20,I,SI,303,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5007045-20,I,SI,347,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5007109-20,I,SI,9,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5007402-20,I,SI,375,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5007935-20,I,SI,142,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5007943-20,I,SI,78,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5008307-20,I,SI,299,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5008885-20,I,SI,184,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5009207-20,I,SI,318,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5009452-20,I,SI,85,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5009874-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5009874-20-1,S,SI,61,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5009990-20,I,SI,217,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5010898-20,I,SI,223,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5012093-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5012894-20,I,SI,36,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5014331-20,I,SI,215,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5014514-20,I,SI,220,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5015270-20,I,SI,144,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5015551-20,I,SI,57,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5015551-20-1,S,SI,297,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5015551-20-2,S,SI,312,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5015551-20-3,S,SI,326,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5015551-20-4,S,SI,57,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5015727-20,I,SI,113,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5015733-20,I,SI,121,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5016678-20,I,SI,61,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5016678-20-1,S,SI,85,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5016678-20-2,S,SI,109,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5016678-20-3,S,SI,161,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5016788-20,I,SI,53,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5017094-20,I,SI,409,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5017226-20,I,SI,384,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5018984-20,I,SI,262,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5019264-20,I,SI,247,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5019264-20-1,S,SI,214,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5019700-20,I,SI,179,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5020484-20,I,SI,190,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5020550-20,I,SI,323,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5021937-20,I,SI,104,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5022168-20,I,SI,408,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5022168-20-1,S,SI,200,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5022379-20,I,SI,96,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5022379-20-1,S,SI,167,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;C53269;703510725-5022997-20,I,SI,46,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5023313-20,I,SI,257,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5023378-20,I,SI,317,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5023864-20,I,SI,63,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5023864-20-1,S,SI,223,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5023960-20,I,SI,263,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5024782-20,I,SI,178,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5036979-20,I,SI,75,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5037708-20,I,SI,254,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5038346-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5041314-20,I,SI,142,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5042584-20,I,SI,74,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5043748-20,I,SI,406,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5044923-20,I,SI,98,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5047398-20,I,SI,109,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5048207-20,I,SI,400,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5048343-20,I,SI,108,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5049080-20,I,SI,267,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5049780-20,I,SI,68,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5053590-20,I,SI,251,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5054606-20,I,SI,97,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5066325-20,I,SI,290,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5068866-20,I,SI,307,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5069982-20,I,SI,76,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5089328-20,I,SI,86,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5090801-20,I,SI,26,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5091584-20,I,SI,140,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5091676-20,I,SI,98,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5091715-20,I,SI,266,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62876;C53269;703510725-5092621-20,I,SI,178,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5094140-20,I,SI,388,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5096815-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5097068-20,I,SI,231,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5099011-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C64343;703510725-5099622-20,I,SI,208,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5106738-20,I,SI,246,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5119773-20,I,SI,293,CoreValve System;TAV,MCS-P3-26-AOA-US,C53269;703510725-5120276-20,I,SI,323,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5120665-20,I,SI,54,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5122698-20,I,SI,200,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5124901-20,I,SI,38,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5128418-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5129008-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5139762-20,I,SI,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5144148-20,I,SI,62,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5183106-20,I,SI,398,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5189315-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5189619-20,I,SI,334,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5190325-20,I,SI,26,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5197248-20,I,SI,230,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5197310-20,I,SI,401,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5207180-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5211919-20,I,SI,227,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5211919-20-1,S,SI,285,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5216306-20,I,SI,312,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5216306-20-1,S,SI,352,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5217743-20,I,SI,162,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5218227-20,I,SI,279,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5218641-20,I,SI,258,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5218641-20-1,S,SI,294,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5218641-20-2,S,SI,278,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5218641-20-3,S,SI,298,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5218641-20-4,S,SI,351,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5219501-20,I,SI,196,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5220561-20,I,SI,259,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5221057-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5229972-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5250773-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5261171-20,I,SI,37,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5352351-20,I,SI,93,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5353134-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5358668-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5358719-20,I,SI,50,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5359561-20,I,SI,29,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5360057-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5380849-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5381116-20,I,SI,48,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5387743-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5405278-20,I,SI,80,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5406218-20,I,SI,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5408460-20,I,SI,8,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5426927-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-5426927-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5439861-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5440459-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5440459-20-2,S,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5443066-20,I,SI,41,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5443152-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5443314-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5443442-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5443863-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5443916-20,I,SI,36,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5443916-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5444483-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5445681-20,I,SI,109,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5447025-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5451851-20,I,SI,2,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5453427-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5453427-20-1,S,SI,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5453427-20-2,S,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5453910-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5456770-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5456770-20-1,S,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-5456898-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5456928-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5459267-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5463362-20,I,SI,15,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5463448-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5464141-20,I,SI,12,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5464566-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5464566-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5465247-20,I,SI,23,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5466261-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5467083-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5467380-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5467716-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5467945-20,I,SI,13,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5467945-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5468115-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5468587-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5470341-20,I,SI,0,Not Available,Not Available,C53269;703510725-5470466-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5470592-20,I,SI,53,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5472437-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-5472437-20-1,S,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5473393-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5487234-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;C53269;703510725-5488473-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5489235-20,I,SI,15,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5490355-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5492257-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5492344-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5493385-20,I,SI,74,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5493420-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5493429-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5493438-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5493913-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5495905-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5495905-20-1,S,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5497841-20,I,SI,55,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5498093-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5498268-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5500263-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5500263-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;703510725-5500293-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5500293-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;703510725-5500713-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5501060-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5502442-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5502442-20-1,S,SI,16,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5502442-20-2,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5502516-20,I,SI,16,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5502912-20,I,SI,28,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5503656-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5504465-20,I,SI,12,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5505426-20,I,SI,68,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5505529-20,I,SI,9,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5507927-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5511390-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5511753-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5511914-20,I,SI,35,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5512135-20,I,SI,31,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5513395-20,I,SI,3,CoreValve System; TAV,MCS-P3-26-AOA-US,C53269;703510725-5513652-20,I,SI,16,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5514114-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5514140-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5514330-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5514330-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5516240-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5517282-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5517562-20,I,SI,14,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5518164-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5518949-20,I,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5519171-20,I,SI,33,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5520394-20,I,SI,56,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5520953-20,I,SI,26,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5521229-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5521343-20,I,SI,28,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5523409-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5523970-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5524128-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5544826-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5546291-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5546647-20,I,SI,27,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5546929-20,I,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5547050-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5547676-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5547676-20-1,S,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5549058-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5549087-20,I,SI,28,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5549351-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5550671-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5551179-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5551540-20,I,SI,34,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5555710-20,I,SI,28,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5566864-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5567307-20,I,SI,14,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5567637-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5570491-20,I,SI,12,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5572409-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5573204-20,I,SI,63,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5574202-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5574202-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5574202-20-2,S,SI,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5574225-20,I,SI,27,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5575212-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5575554-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5576806-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5576806-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5576910-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5577193-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5578089-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5578429-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5578505-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5579680-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5579705-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5580173-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5580173-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5582983-20,I,SI,9,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5583879-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5585406-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5585750-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5585753-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5585753-20-1,S,SI,10,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5585795-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814 ;703510725-5585822-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;703510725-5585839-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5585839-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5585839-20-2,S,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5586979-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5587243-20,I,SI,52,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5589457-20,I,SI,7,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5589531-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5590449-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5590704-20,I,SI,13,CoreValve Evolut R TAV,EVOLUTR-34-US,C62917;703510725-5590704-20-1,S,SI,15,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5590719-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5591271-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5591321-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5591606-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5591693-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5593612-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5593735-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5594120-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5594595-20,I,SI,4,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5594964-20,I,SI,22,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5594966-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5595819-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5596034-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5596278-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5596367-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5596608-20,I,SI,19,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5596843-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5596895-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5597101-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5598158-20,I,SI,17,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5598540-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5599120-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5599584-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5599641-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5599645-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5599730-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5599730-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5600171-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5600254-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5600533-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5600533-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5600629-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5600635-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5600647-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5600651-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5600711-20,I,SI,14,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5600773-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5600811-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5600825-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5600982-20,I,SI,17,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5601151-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5601464-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5601727-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5601946-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5602186-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5602229-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5602258-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5602395-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5602570-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5602634-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5603015-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5603138-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5603205-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5603255-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5603536-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5603564-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5603812-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5603905-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5604028-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5604127-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5604152-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5604367-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5604452-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5604554-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5604558-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C76126;703510725-5604896-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5604904-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5605097-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5605142-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5605181-20,I,SI,9,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5605485-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5605591-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5605722-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5605864-20,I,SI,11,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5605940-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5605943-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5606204-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5606320-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5606586-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-5606586-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5607075-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5607105-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5607186-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5607204-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5607507-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5607598-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5607724-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5607940-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5608255-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5608278-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5608680-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5608766-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5609076-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5609270-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5609427-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5609505-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5609542-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5609578-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5609624-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5609713-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5609915-20,I,SI,22,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5609915-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5610403-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5610502-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5610652-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5610652-20-1,S,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5610701-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5610990-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5611162-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5611190-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5611259-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5611638-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5611671-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5611682-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5612005-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5612053-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5612126-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5612229-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5612591-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5612763-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5612815-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5612867-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5612881-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5612995-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C76126;703510725-5613115-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5613115-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5613290-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5613696-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5613819-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5614003-20,I,SI,40,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-5614003-20-1,S,SI,20,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5614052-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5614090-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5614105-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5614272-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5614445-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5614491-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5614601-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5614974-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5615181-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814 ;C53269;703510725-5615272-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5615388-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5615728-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5615861-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5616118-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5616205-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;703510725-5616205-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C64343;C53269;703510725-5616233-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5616240-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5616256-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5616316-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5616429-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-5616437-20,I,SI,1,CoreValve System;TAV,MCS-P3-26-AOA-US,C53269;703510725-5616562-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5616630-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5616655-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5616762-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5616877-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5616877-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C64343;C53269;703510725-5616895-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5617076-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5617076-20-1,S,SI,42,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5617172-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5617317-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5617596-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5617617-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5618136-20,I,SI,18,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5618436-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5618536-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5618645-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5618688-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5629264-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5629309-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5629534-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5629592-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5629592-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5629729-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5630140-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5630163-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5630190-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5630240-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5630351-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5630434-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5630497-20,I,SI,13,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5630573-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5630643-20,I,SI,4,CoreValve System;TAV,MCS-P3-29-AOA-US,C76126;703510725-5630838-20,I,SI,17,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5631408-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5631710-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5631753-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5631760-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5632252-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5632528-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5632725-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5632755-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5632905-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5632968-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5633208-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5633219-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5633436-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5633645-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5633649-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5633649-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5634095-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5634266-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5634273-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5634509-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5635773-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5636164-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5636199-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5636620-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5636645-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5636813-20,I,SI,13,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5636840-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5637065-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5637101-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5637245-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5637283-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5637345-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5637365-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5637385-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5637481-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C76126;703510725-5637581-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5637631-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5637692-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5637731-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5637735-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5637784-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5637865-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5637931-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5638051-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5638064-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5638262-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5638515-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5638515-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5638540-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5638571-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5638685-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5638802-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5638808-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5638924-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5639150-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5639428-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5639867-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5639923-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5640338-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5640527-20,I,SI,44,CoreValve System;TAV,MCS-P3-26-AOA-US,C53269;703510725-5640527-20-1,S,SI,56,CoreValve System;TAV,MCS-P3-26-AOA-US,C53269;703510725-5640593-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5640745-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5640762-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5640902-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5641215-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5641274-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5641335-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5641365-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5641455-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5641652-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5641750-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5641961-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5642141-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5642234-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5642252-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5642292-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5642462-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5642541-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5643026-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5643114-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5643200-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5643225-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-5643225-20-1,S,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5643329-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5643387-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5643659-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5643707-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5643707-20-1,S,SI,23,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5643879-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5643906-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5644157-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5644390-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5644984-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5645042-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5645123-20,I,SI,0,CoreValve System;TAV,MCS-P4-23-AOA-US,C53269;703510725-5645183-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814;C53269;703510725-5645359-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5645416-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5645470-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5645596-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5645596-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5645751-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5645918-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5646148-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5646153-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5646163-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5646566-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5646636-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5646636-20-1,S,SI,19,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5646636-20-2,S,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5646701-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5646753-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5646826-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5647008-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5647116-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5647324-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5647381-20,I,SI,16,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5647397-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5647570-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5647578-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5647587-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5647739-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5648083-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5648147-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5648709-20,I,SI,30,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5648724-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5648983-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5649012-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5649133-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5649142-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5649284-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5649316-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5649564-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5649719-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5649779-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5650436-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5650648-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814;703510725-5651003-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5651131-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C62814 ;703510725-5651229-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-5651257-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-5651339-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5651457-20,I,SI,5,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5651457-20-1,S,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5651582-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5651597-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5651633-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5651678-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C76126;703510725-5651705-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5651753-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5651829-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5651830-20,I,SI,6,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5651858-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;C64343;703510725-5652153-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5652261-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5652330-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C62876;703510725-5652935-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5653226-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5653226-20-1,S,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5653312-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5653347-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814 ;C53269;703510725-5653351-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5653362-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5653382-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5653424-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5653532-20,I,SI,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5653532-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5653534-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5653561-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5653561-20-1,S,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5653791-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5653866-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C64343;703510725-5653941-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5653999-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5654078-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5654154-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5654336-20,I,SI,29,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5654365-20,I,SI,9,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5654368-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5654699-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5654966-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-5655082-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5655146-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5655154-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5655351-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5655450-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5655647-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5655862-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5656122-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5656122-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5656256-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5656281-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5656300-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5656531-20,I,SI,37,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5656589-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5656724-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5656732-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5657077-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5657077-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5657222-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5657425-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5657454-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814;C76126;C53269;703510725-5657454-20-1,S,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5657520-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5657527-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;C76126;703510725-5657735-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5657742-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5657869-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5658155-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5658346-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5658346-20-1,S,SI,4,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5658392-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5658502-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5658502-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5658509-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5658523-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5658567-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5658581-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5658581-20-1,S,SI,12,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5658776-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5658847-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5658858-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5658858-20-1,S,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5658893-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5658893-20-1,S,SI,36,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5658995-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5659071-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5659419-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5659421-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5659482-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5659580-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5659620-20,I,SI,10,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5659626-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5659889-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5659932-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5660167-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5660200-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5660232-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5660240-20,I,SI,25,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5660359-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5660367-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5660523-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5660738-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5660894-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5660894-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5661052-20,I,SI,10,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5661061-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5661117-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5661295-20,I,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5661417-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5661731-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5661872-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5661947-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5661974-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5661974-20-1,S,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5662076-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5662167-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5662167-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5662167-20-2,S,SI,21,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5662414-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5662552-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5662596-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5662860-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5663018-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5663121-20,I,SI,13,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5663391-20,I,SI,4,CoreValve System;TAV,MCS-P3-29-AOA-US,C53269;703510725-5663873-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5664444-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5664481-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5664594-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5665061-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5665131-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5665162-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5665259-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5665291-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5665308-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5665388-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5665442-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5665485-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5665527-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5665527-20-1,S,SI,6,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5665551-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5665569-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5665839-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5665886-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5665887-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5665942-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5665973-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5666213-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5666329-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814;703510725-5666526-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5666575-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5666674-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5666895-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5666896-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5666942-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5667005-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5667005-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5667024-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5667039-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5667053-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5667139-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5667200-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5667200-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5667212-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814 ;C53269;703510725-5667212-20-1,S,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5668011-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5668020-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5668462-20,I,SI,5,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5668463-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5669137-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5669706-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5669735-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5669770-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5669845-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5669916-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5669928-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5670093-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5670093-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5670317-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5670353-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5670785-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5670872-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5670942-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5671000-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5671045-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5671073-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5671094-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5671192-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5671312-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5671485-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5671491-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5671539-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5671657-20,I,SI,20,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5672002-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5672062-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5672062-20-1,S,SI,21,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5672106-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5672114-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5672228-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5672407-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5672415-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5672415-20-1,S,SI,44,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-5672437-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5672694-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5672694-20-1,S,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5672773-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5673226-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5673256-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5673332-20,I,SI,0,CoreValve System;TAV,MCS-P3-26-AOA-US,C76126;703510725-5673464-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5673469-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5673525-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5673567-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C62876;703510725-5673567-20-1,S,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5673859-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5673927-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5673929-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5674080-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5674104-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5674510-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5674604-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5674717-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5674873-20,I,SI,7,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5675020-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5675099-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5675132-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5675248-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5675302-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5675328-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62917;703510725-5675328-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5675391-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5675512-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5675527-20,I,SI,20,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5675527-20-1,S,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5675686-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5675725-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5675740-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5676178-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5676400-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5676403-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5676744-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5676744-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5676891-20,I,SI,4,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5676922-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5677065-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5677072-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5677072-20-1,S,SI,50,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5677409-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5677510-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5677582-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5678044-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5678494-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5688559-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5698827-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5699107-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5699342-20,I,SI,22,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5699372-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5699372-20-1,S,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5699630-20,I,SI,8,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5699630-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5699753-20,I,SI,8,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5699839-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5699860-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5700015-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5700084-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5700128-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;703510725-5700140-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;C64343;703510725-5700287-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5700300-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5700391-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5700397-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5700601-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5700702-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5700714-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5701191-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5701231-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5701347-20,I,SI,63,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5701392-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5701476-20,I,SI,5,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5701525-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5701994-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5702090-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;C53269;703510725-5702254-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5702272-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5702357-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5702619-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5702742-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5702766-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5702914-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5703118-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5703132-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;C76126;703510725-5703450-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5703713-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5703760-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5703897-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5704420-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5704490-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5704495-20,I,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5704495-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5705050-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5705536-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5705983-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5706181-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5706228-20,I,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5706228-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5706309-20,I,SI,12,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5706309-20-1,S,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C76126;703510725-5706319-20,I,SI,15,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5706319-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5706325-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5706685-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5706839-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62917;703510725-5706903-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5707108-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;703510725-5707153-20,I,SI,48,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5707808-20,I,SI,7,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5707877-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5707942-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5708125-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5708234-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5708239-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5708568-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5708777-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5708796-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5708796-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C64343;703510725-5708888-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5709235-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5709329-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5709651-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5709947-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5710199-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5710458-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5710510-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C62814 ;C53269;703510725-5710611-20,I,SI,2,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5710719-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5710962-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5711430-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5711764-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5712019-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;C53269;703510725-5712166-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5712167-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5712196-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5712216-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5712896-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5712943-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5723402-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5723721-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5723794-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5723811-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5723875-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5723937-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5724014-20,I,SI,27,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5724148-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5724378-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5724433-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5724433-20-1,S,SI,11,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5724433-20-2,S,SI,7,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5724514-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5724522-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5724534-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5724534-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5724571-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5724650-20,I,SI,14,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5724882-20,I,SI,3,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5724986-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5725076-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5725086-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5725086-20-1,S,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5725196-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5725200-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5725212-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5725539-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5725683-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5725722-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5725872-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;C64343;703510725-5725914-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5725973-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5725989-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5725993-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5726074-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5726307-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5726377-20,I,SI,2,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5726539-20,I,SI,11,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5726679-20,I,SI,3,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5726772-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5726849-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5726895-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5726906-20,I,SI,3,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5726960-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5726993-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5727027-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5727214-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5727219-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5727318-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5727515-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5727584-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5727647-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5727689-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5727964-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5728171-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5728244-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5728244-20-1,S,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5728331-20,I,SI,39,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5728406-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5728572-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5728572-20-1,S,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5728638-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5728638-20-1,S,SI,54,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5728883-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5729063-20,I,SI,10,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5729164-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5729226-20,I,SI,117,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5729226-20-1,S,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5729243-20,I,SI,3,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5729292-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5729294-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5729500-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5729555-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5729646-20,I,SI,0,CoreValve System;TAV,MCS-P3-29-AOA-US,C76126;703510725-5729765-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5729802-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C62814 ;703510725-5729802-20-1,S,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5729969-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5730041-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5730296-20,I,SI,8,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5730405-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5730661-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5730818-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;C76126;703510725-5730821-20,I,SI,6,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5730824-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5730838-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5730867-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5730936-20,I,SI,5,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5731076-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5731105-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5731148-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5731184-20,I,SI,9,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;703510725-5731267-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5731285-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5731669-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5731749-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5731926-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5731952-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5732281-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5732412-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5732484-20,I,SI,4,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C76126;703510725-5732484-20-1,S,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;703510725-5732728-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5732840-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5732939-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5733031-20,I,SI,27,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5733031-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5733127-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5733157-20,I,SI,1,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5733157-20-1,S,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5733157-20-2,S,SI,7,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5733298-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5733316-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5733394-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5733477-20,I,SI,6,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5733683-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C76126;703510725-5733693-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5733936-20,I,SI,1,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5733963-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5734039-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5734372-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5734494-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5734494-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5734611-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5734659-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C76126;703510725-5734702-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5734702-20-1,S,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C53269;703510725-5734781-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5734878-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5735034-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5735261-20,I,SI,2,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5735290-20,I,SI,1,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C76126;703510725-5735294-20,I,SI,5,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5735294-20-1,S,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5735574-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;703510725-5735626-20,I,SI,35,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5735631-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5736319-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5736376-20,I,SI,0,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5736419-20,I,SI,2,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703510725-5736786-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C76126;703510725-5737388-20,I,SI,2,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5737472-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;703510725-5737472-20-1,S,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;C53269;703510725-5737490-20,I,SI,4,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;C53269;703510725-5737677-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-5737955-20,I,SI,0,Evolut PRO System,23mm TAV EvolutPRO-23-US,C53269;703510725-5738095-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5738224-20,I,SI,1,CoreValve Evolut R TAV,EVOLUTR-34-US,C76126;703510725-5738252-20,I,SI,0,CoreValve TM Evolut TM R Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;703510725-5738263-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5738423-20,I,SI,3,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126;703510725-5738604-20,I,SI,1,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-61519-20,I,SI,0,Evolut PRO System,29mm TAV EvolutPRO-29-US,C53269;703510725-61519-20-1,S,SI,4,Evolut PRO System,29mm TAV EvolutPRO-29-US,C76126